Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission with non-sustained lead noise due to post paced t-wave oversensing. The patient did not receive therapy. Reprogramming was recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.